Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort on the left lower side of the chest, and indicated that it felt like a muscle was being paced. The patient also experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited loss of capture, high thresholds, small r waves and undersensing. It was suspected that there was a possible perforation. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.